Event description:
Related to medical device manufacturer's report# 3004742232-2009-00046. It was reported that during an orbital atherectomy (oa) treatment procedure, the viperwire guide wire became stuck in the exchange catheter. After removal of the wire and catheter, vessel injury of an unknown etiology was discovered and required additional intervention. The lesions being treated were focal lesions of soft plaque morphology in the proximal and mid sfa, and proximal popliteal (70% stenotic, minimal calcium) grade b with 2+ vessel outflow (peroneal with no flow at the foot). The physician had expected to treat the focal lesions and restore brisk outflow with another device as this was a soft plaque lesion, but it was not available, so he chose a 2.25/70micron solid crown diamondback oad. Runs were performed at 90, 110, and 120rpms (the device bogged down several times during the intervention, and the speed was increased as needed. Nitroglycerine 300mcg was administered before and after every third run for a total of 600 mcg at the end of the case. The diamondback results in the sfa and popliteal were good, but when the physician attempted to remove the viperwire, it was stuck in the exchange catheter (although the oad had come out with ease). The guide wire and exchange catheter were removed as a unit, and a piece of unidentified material (thought to be either plaque or tissue) was discovered on the guide wire. A follow-up angiogram confirmed blood flow through the treated area, but the flow stopped at the at just below the curve (which is where the guide wire had been placed to treat the sfa & popliteal lesions). The physician used two different suctioning devices, followed by several angioplasty balloons, followed by an irrigation thrombectomy device, followed by laser (twice), followed by more angioplasty balloons, at which point he stented the two treated areas in the sfa. The case ended with poor outflow in the at only. The other two vessels had no flow. The physician started the patient on integrelin and a nitro drip and later ordered a heparin drip as well. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded at the facility; therefore, an analysis of the actual complaint device is not possible. The controller functioned normally with another device following this event. A review of the device history record was not possible as the lot number is unknown. The root cause for the reported event is unknown.